Event description:
Customer reported the system will not fluoro or produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated workstation circuit boards. System operates as intended. This MDR is related to ge healthcare complaint number.